Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient passed out while on bed. The bg reading was 40 mg/dl and the cgm reading was 65 mg/dl. The husband treated her with peanut butter sandwich. Her husband called 911 and the paramedics took a bg reading (no value reported) and no medication was provided to the patient as the patient recovered after the treatment provided by the husband. At the time of the report the patient was doing okay. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that falls within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.